Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing pyxis. A technical support specialist ran an all-device events report and reviewed device settings, confirming the patient had dropped off due to exceeding the 60-day admission inactivity threshold. The inactivity setting was temporarily increased to locate and process the patient, then reverted and suggested enabling the long-term care unit for outpatient to prevent future drops. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient dropped off due to inactivity, and multiple patients were not crossing pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.